Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection showed helix deformed and noted a tissue entwined in the helix which resulted to an unsuccessful helix mechanism test. Furthermore, helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this brady lead was not successfully implanted due to product performance anomaly. This lead was never in service. A new lead of the same model was replaced. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to product performance anomaly. This lead was never in service. A new lead of the same model was replaced. No adverse patient effects were reported.